Event description:
It was reported that cadd legacy pump continuously beeping. No patient injury reported.

Event description:
Additional information was received by the manufacturer on (B)(6)2022 via email stating that event did not occur while in use by patient.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were intact upon receipt. Error codes for high pressure and no disposable messages were found in the device event history log. The customer reported problem was duplicated during the investigation. Fluid ingression was found on the downstream sensor causing the continuous alarm. The reported event would be attributed to the fluid ingression found on the downstream sensor causing the continuous alarm. The downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: corrections in b5: description of event: updated, d4: model number: 6400, d5: operator of device: unknown, e4: initial reporter sent to FDA: unknown.